Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this right atrial lead was explanted due to unknown reasons. This lead was successfully replaced. This device was returned and analysis is pending. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was explanted due to unknown reasons. This lead was successfully replaced. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix was found to be clogged with dried blood/body fluid and tissue as expected with a lead that was implanted for an extended period of time. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.